Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in clinic with a shorter than expected battery longevity. There was nothing exceptional that had occurred to accelerate depletion of the ICD battery. Review of the battery trend data showed a drop from 3.068v to 2.662v, which came back up to 2.722v and have leveled off at 2.737v. The device will be monitored until the device needs replacement.